Event description:
It was reported that the insulin pump will not deliver insulin. Customer states that the insulin pump alarms no delivery. Customer will return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.